Event description:
The complainant had placed an impella rp flex and the impella 5.5 pumps for support of a 32-year-old male patient admitted in cardiogenic shock (cgs). Plan for left ventricular assist device (lvad) post operatively. The impella rp flex supported for 88 hours and was then explanted due to hemolysis concerns. The plasma free hemoglobin (pfhg) was rising despite appropriate pump position. The family withdrew care and the patient expired after explant of the rp and 5.5 and being placed on the lvad. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the hemolysis has been completed. Impella rp flex pump was returned. Visually inspected pump and biomaterial/clot observed in pump inflow and at the impeller. No other physical abnormalities seen. Data logs were reviewed and motor current trend seen, placement signal trend rising upwards and drop in flows found. Patient was on crrt/central line/hm3 support. Patient had pulmonary congestion issue and lv decompressed. Patient was not doing well during the case. The cause of the hemolysis issue was most likely patient condition related. The instructions for use for the impella rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller states the following: section: potential adverse events (united states). ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿